Event description:
A us distributor returned a monitor and reported being unable to recognize te connection.

Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem (does not recognize te connection) was due to the monitor having bent pulse pins. The root cause could not be positively identified. There was no adverse event that resulted from the damaged monitor.